Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 417mg/dl. The customer stated that she was vomiting and thirsty. The customer was treated with an insulin drip. Troubleshooting was performed. The time, date, programming, and settings were correct. Reviewed the bolus history and found a programmed normal bolus of 0.2 units. Assisted the customer to run a fixed prime and the insulin did exit. The customer called back to perform the high pressure test and the test passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.